Manufacturer narrative:
Follow-up #1; date of submission: 04/13/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/30/2015 with the following findings:several eaw 128-fxxx alarms, which are defined as post delivery motor power supply faults and can be indicative of the type of issue that was reported, were observed in the black box data. The audio bolus button cover was observed to be detached from the pump. The battery compartment was observed to be intact. The returned battery cap was unable to secure to the suspect pump case per the instructions for use (IFU). The pump was able to maintain power with the returned battery cap installed. Evaluation revealed that the pump drew electric current at levels within the specifications. The reported issue was not duplicated. The pump case was removed, and evidence of moisture damage was found on internal motor components and other associated electrical components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) , the reporter contacted animas alleging a pump battery life issue. A review of the pump history showed several replace battery alarms beginning with code 128 occurring over the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.